Manufacturer narrative:
D9 - device available for evaluation: device not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Based on the information provided, it may be possible that the difficulty retrieving the filter was due to a large embolic load causing difficulty retracting the filter into the retrieval catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and 90% stenosis in the left carotid artery with an emboshield nav 6 embolic protection system (eps). During retrieval of the eps, the filter would not collapse inside the retrieval catheter. The patient¿s head was repositioned and the filter was manipulated, and the filter was able to be removed with the retrieval catheter. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.